Manufacturer narrative:
Device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. As a result, the patient's scs system was explanted and patient was given antibiotics to address the infection.